Event description:
Customer reports red, peeling, rash on face where mask touches. Md seen cx received unspecified prescription cream.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.